Event description:
International affiliate reported that the drain was placed and attempts to establish drainage were not successful. Attending examined the drain and found the drain was torn at the hub part. A second drain was already in place with established drainage, accordingly the suspect drain was not used. There was no adverse consequence to the patient.